Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and high/undefined pacing impedance. The patient is active with remote monitoring. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.